Manufacturer narrative:
Investigation summary: investigation into this event showed that the customer established standard deviations for valp performance verifiers are significantly larger than the manufacturer recommendations. Review of econn data did not indicate any analyzer issues. The customer was requested to perform a precision test, but did not perform the test. The customer declined to continue troubleshooting the event. The root cause of the event could not be determined.

Event description:
A customer observed biased valp qc and performance verifier results on the vitros 5.1 fs analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.